Manufacturer narrative:
The pump user guide states do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high blood glucose, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insulin gauge was inaccurate. During troubleshooting with tandem technical support (cts) it was discovered the customer added insulin to the cartridge while it was loaded on the pump. Cts reminded the customer this was off label. Customer's blood glucose was 177 mg/dl. Reportedly, the customer loaded a new cartridge and received and accurate fill estimate.